Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a heavily calcified and mildly tortuous lesion in the left superficial femoral artery (sfa). The lesion was pre-dilated with several balloon catheters. The 6.50x60mm supera self expanding stent system (ses) was advanced to the target lesion and the stent deployed. During removal of the ses through the sheath resistance was met and the nosecone broke. The sheath was pulled back so the part with the nosecone still inside was outside of the patient anatomy then the sheath was cut. A new sheath was placed and the procedure continued. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. The reported difficult to remove was unable to be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during removal inadvertent interaction with the sheath resulted in the reported difficult to remove. Manipulation of the compromised device ultimately resulted in the reported sheath separation/noted tip, tip lumen and tip jacket separation. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a heavily calcified and mildly tortuous lesion in the left superficial femoral artery (sfa). The lesion was pre-dilated with several balloon catheters. The 6.50x60mm supera self expanding stent system (ses) was advanced to the target lesion and the stent deployed. During removal of the ses through the sheath resistance was met and the nosecone broke. The sheath was pulled back so the part with the nosecone still inside was outside of the patient anatomy then the sheath was cut. A new sheath was placed and the procedure continued. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.